Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent a hysterectomy") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient plaintiff was forced to undergo a major surgery as a result of her essure implants.